Manufacturer narrative:
Reference number (B)(4). Catalog number in the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient had light redness and yellowish discharge at the stoma site. The patient reported that she had taken a ten day course of oral antibiotics for a stoma site infection and was now using topical viaderm twice a day to treat the stoma site issue.